Event description:
Pt developed staph septicemia requiring rx w/IV antibiotics. Implanted port failed prematurely resulting in loss of use of port. Septum of port, upon explantation, was found to have split open in two places resulting in catastrophic leakage. Pt was admitted to hosp for treatment of sepsis, and surgery to explant port. MFR, upon analysis of product unable to determine reason for fissures in port and refuses independent exam.